Manufacturer narrative:
The ethanol reagent lot number was 834091. The reagent expiration date was requested, but not provided. Calibration and controls were acceptable. The field service engineer determined there was an issue with the rinse head. The system was decontaminated. The customer confirmed there were no further issues after this action. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ethanol gen.2 on a cobas 8000 c 502 module. The sample initially resulted in an ethanol value of < 0.1 mg/dl with a data flag. The initial value was reported outside of the laboratory as "negative". The sample was automatically repeated by the analyzer, resulting in an ethanol value of 261.4 mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 274 mg/dl. The repeat results were deemed correct and a correction was issued.